Manufacturer narrative:
The catalog number identified is a hospira international product, which is same or similar to a device that is marketed domestically. The domestic similar list number is indicated. The device is expected to be returned for investigation. It has not yet been returned.

Event description:
Report 1 of 2 received from an international affiliate of a catheter detaching from the hub. The report reads: an abbocath t-20 was placed in a male patient's antecubital for intermittent analgesic treatments (eferelgan). Reportedly, two days after the catheter was placed, the nurse noted that the dressing was wet. The dressing was removed and the abbocath was found severed. The patient was transferred to the surgical ward. The catheter reportedly had migrated about 30cm and was located in the shoulder area. A phlebotomy was required to remove the catheter. There were no reported adverse patient sequelae. Upon further query, the following information was provided: the customer had accessed the abbocath t with an unspecified intramuscular needle. Though requested, no additional information was provided.